Event description:
It was reported that right atrial (ra) lead presented some sensing noise. A different pacing configuration was tried but it showed an out of range high impedance, exhibited failure to capture and presented a mechanical looking noise. Boston scientific technical services (ts) discussed it could be a fracture in this lead. Ts advised for the device sensing to be reprogrammed or for the lead to be revised. As there is a functional configuration, there were no immediate plans to revise the lead. The device remains in service. No additional adverse patient effects were reported.